Event description:
While testing the unit at the manufacturer, it was reported that the attachment heated up. This event did not occur during a surgical procedure. There was no user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.